Event description:
It was reported that the patient was hospitalized after a syncopal episode. Noise, high impedance, and loss of capture were noted on the lead. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.